Event description:
It was reported that the patient had four inappropriate shocks. The smart pass feature had programmed itself off due to a decreased intrinsic amplitude. The device therapy has now been programmed off. The doctor will discuss the options going forward with the patient. There were no additional adverse patient effects.